Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. System operates as intended. (B)(4).

Event description:
The customer reported horizontal line noise on images. No pt injury was reported.